Event description:
Further follow-up indicates the infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was removed due to an infection at the ipg pocket site. Postoperatively, the patient has antibiotic therapy.